Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic on (B)(6) 2017. During the time, the pulse generator predicted minimum of 2 years of battery longevity left. The patient was seen on (B)(6) 2018 and was noted to have reached elective replacement indicator 4 months ago. The patient was device dependent so was admitted to hospital and placed in a monitored bed. The device was explanted and replaced the next day. The patient was stable before, during, and after the procedure.